Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on is a shorted transistor q7010 on the defibrillator board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it would not power on.